Manufacturer narrative:
Sample collection and centrifugation data were not supplied. System check data was not supplied and customer did not provide information indicating instrument malfunction. The lab has since implemented a repeat protocol on all troponin I results that recover greater than 0.50 ng/ml. Service was not dispatched, as customer did not question instrument performance. A clear root cause has not been determined to date.

Event description:
When contacted by beckman coulter inc. (Bci) regarding the troponin (accutni) assay performance, the customer stated that their laboratory had obtained a false positive accutni result, generated by the unicel dxc 600i. The result was reported out of the laboratory. Repeat testing of the sample on the same instrument generated a 'normal' result. The customer stated there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to event.